Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 mini-bag plus container/vial docking tools were damaged. It was further reported that the gear tracking was worn out. It was further stated that one of the docking tools were also out of alignment. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: two (2) actual samples were received for evaluation. A visual inspection was performed and the gears, screws, nests, jaws and mechanical function pieces were observed to be rusted and covered in a dried fluid substance. A functional testing was performed using a calibrated force gauge which revealed that the gears were stripped thus not allowing force to be applied to the gauge. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.